Event description:
It was reported the patient lost a significant amount of weight and experienced discomfort at her ipg site. It was reported surgical intervention will be undertaken to resolve the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.